Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the one of the white lines of an amia automated peritoneal dialysis (pd) set with cassette disconnected from the cassette which resulted in a leak. This event occurred during night cycle drain one of peritoneal dialysis therapy. The patient would complete therapy manually. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.